Event description:
Advantage af clinical study, pf106, subject ID: (B)(6). It was reported that a patient experienced the reoccurrence of an atrial fibrillation. The patient initially presented to the emergency department reporting ringing in the ears and fumbled speech. The blood pressure was low and the electrocardiogram showed that he was in atrial fibrillation. A cardioversion was performed on june 6th and was discharged home in sinus rhythm. However, the patient was admitted to the hospital and underwent the ablation procedure again on august 21st. The patient was kept in the facility and was discharged two days after the procedure. The device is not expected to return for laboratory analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.